Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a pump thrombosis occurred (B)(6) 2026. A pump replacement was performed. The patient also had removal of external right ventricular assist device (rvad) on (B)(6) 2026 due to ventricular recovery or weaning.